Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 373 at the time of the call. The customer was given a manual injection to treat the high and was given intravenous insulin at the hospital. The customer was at 52 mg/dl on (B)(6) 2018 and went up to 400 mg/dl a few hours later. The customer used food to treat the low and was given intravenous fluids. The customer experienced high symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump was working fine. The insulin pump will not be returned for analysis.